Event description:
It was reported, the customer received a displayable history check failed on startup alarm. The customer's blood glucose was 140 mg/dl. The customer also stated their temp basal was not programmed before the alarm occurred. The customer was advised the alarm was normal insulin pump behavior. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.